Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device follow up, when attempting to interrogate the pacemaker the programmer displayed an error message that the "device settings cannot be translated for display. All parameters will be programmed with default values." Then a black screen appeared on the programmer with an error code. Another programmer was tried, with the same black screen observed. Technical services discussed that the error code on the programmer was not indicative of a device problem but rather a programmer problem. The programmer can be restarted, but if the error is not resolved and continues to be observed, the programmer would need to be returned for repair. Logfiles could be submitted for engineering review to determine the issue. The "device settings cannot be translated for display. All parameters will be programmed with default values." Pop up message was due to a calculation error in the device software. Pressing the close button closes the dialog box and automatically programs the default settings into the device. The parameters will need to be reprogrammed to the previous settings. The local sales representative indicated they would inform the facility of the necessary steps to resolve the issue. No adverse patient effects were reported. The device remains implanted and in service.